Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an infusion set occlusion event on (B)(6) 2026. The blood glucose level was high, and the patient was treated with a correction via pump. No further information available.